Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the stent suture broke. A upc 2.5cm cover - distal ultraflex covered tracheobronchial stent had been selected and advanced to treat a stricture in the main stem bronchus. While attempting to deploy the device, the suture broke and the physician was unable to deploy the device. The device was removed and the procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".